Event description:
It was reported that this right ventricular (rv) lead showed high shock impedance measurements within normal limits of 102 ohms, during the patient's cardiac resynchronization therapy defibrillator replacement procedure. Reportedly, this lead shock impedance has been in the range of 90-100 ohms for the past year and technical services indicated that these measurements are reasonable. However, the physician decided to surgically abandon and replace this rv lead. No additional adverse patient effects were reported.